Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the accuracy confirmation test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in january, 2014. Evaluation summary: the homechoice evaluation has been completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. Internal/external inspections revealed that the scouring pads within the vsx chambers were not making adequate contact with the appropriate heatsink compound. The device passed the rite (returned instrument test evaluation) electrical test, but failed functional testing. During accuracy confirmation testing, the device transferred fluid above specification limits. Temperature verification testing was completed with no issues. A device history record review was completed and no issues related to the discovered condition were noted during the manufacture of this device. The device was not previously serviced. The cause of the failed accuracy test was determined to be malfunctioning scouring pads. The scouring pads were scrapped and the device was sent for servicing. A CAPA was initiated to investigate the discovered issue. Should additional relevant information become available, a supplemental report will be submitted.